Event description:
According to the reporter: during low anterior resection laparoscopic procedure, the device was difficult to be closed when it was applied to rectum. The gun was fired normally, but didn't feel the crunch and unsatisfied with the click. The gun was then opened partially to check the situation but the anvil started to tilt, so closed and fired again, with a more satisfactory feedback. Staples were formed ok but there was a leak just above the anastomosis posteriorly, which was stitched up. Stiches were needed to prevent a permanent impairment of a function. The surgical time was extended by 30 minutes due to the product problem. No injury to patient, patient status: alive - no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a procedure. Inspection under the microscope displayed nicks on the knife blade. The instrument was applied to the appropriate test media producing acceptable results, despite the noted knife blade damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.